Manufacturer narrative:
On-site investigation has been performed by our field service engineer (fse). The reported problem was resolved by updating the software of the ventilator. After that the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Since the device logs was not received, the root cause for the reported issue has not be able to determined.

Event description:
It was reported that the ventilator generated alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).